Event description:
After deploying a stent in the vertebral artery, the balloon adhered to the stent during withdrawal of the stent delivery system (sds). After multiple attempts the sds was removed, however, the previously deployed stent moved proximally and uncovered 0.5-1.0mm of the lesion. The lesion was described as calcified with a 60% stenosis. No additional stents were placed or interventions performed. There was no reported adverse consequence to the pt or injury.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. A clinically used amiia sds was returned for analysis. The involved sheath and/or guiding catheter were not returned. Inflation and deflation of the amiia sds revealed no anomalies; the balloon could be inflated and deflated smoothly. The deflated balloon profile revealed no anomalies, the balloon folded back in its original pleats. Insertion of the sds through a required .070" cordis guiding catheter revealed no anomalies; the sds could be advanced smoothly. After the balloon was inflated up to nominal pressure and subsequently deflated, the sds could be withdrawn back through the guiding catheter without any difficulty. Microscopic examination performed on the returned sds revealed no anomalies that might have caused the reported withdrawal difficulty. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The exact cause of the reported balloon withdrawal difficulty out of the deployed stent could not conclusively be determined. With the limited amount of info available, it is not possible to determine the actual relationship between the device and the event.